Manufacturer narrative:
Conclusion: based on the received information from the field, the active electrode was partially pulled out of the cochlea during an ear cleaning attempt. Further, the electrode lead itself was visible in the external auditory canal due to undetermined reasons. In addition information on the implant registration card states that one channel was left outside of cochlea during implantation surgery. During investigation the available parts of the implant work within normal limits. This is a final report.

Event description:
According to the field there was an extrusion of the electrode lead into the ear canal. The user reported a trauma at the incision wound which was brought on by the user scratching the site. The user was scratching inside the ear canal. It is thought that the array was inadvertently pulled from the cochlea during cleaning attempts. During a cleaning attempt disabling tinnitus and dizziness was reported. The user has no history of tinnitus. The extruded electrode lead was cut on (B)(6) 2020 and the ear was cleaned. The user underwent a hemipetrosectomy and was also re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the field there was an extrusion of the electrode array.